Event description:
The problem seems to exist with all of user's IV pumps. The pump seems to alarm on a regular basis "fluid side occ" and or "faulty cassette." Nursing replaces the set and the problem goes away most of the time.